Event description:
It was reported that a malfunction alarm occurred. The pump was warm due to exposure to a heating pad prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.